Event description:
Tidal volume to patient is reduced when fio2 is reduced from 100%.biomedical assessment: unable to reproduce problem during testing. Replaced air flow sensor as a precaution. Passed complete performance verification.there were no related problems in service history. The device was returned to service a few days after the event.there was no patient harm.